Manufacturer narrative:
Continuation of d10: product ID 37092 lot# serial# unknown implanted: explanted: product type multiple therapy product ID 3889-28 lot# va1swnw serial# implanted: (B)(6) 2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They have been "having break throughs". Pt stated they have the ins for their bowels. Pt reported for 3-4 days in a row they had to run to the bathroom and one time they didn't make it in time. Pt stated they think their battery is "probably getting out dated". And instructed pt get in contact with medtronic rep, heather, that pt has worked with in the past (pt confirmed no rep awareness of event). Pt stated they think they were told something about getting the implant taken out and put back in if you're having problems, or if that would cause problems. Redirected pt to hcp to discuss. Reviewed therapy and ins longevity overview. When agent tried to clarify event date pt stated they have had this issue happen periodically, but stated last week for like 3 days in a row they had to run to the bathroom and one time they didn't make it in time at work. Agent did not ask about the circumstances that led to the reported issue. Pt initially stated programmer would not power on that was reso lved by replacing programmer batteries. Pt successfully increased stimulation to a comfortable setting on the call. Pt mentioned that last time they increased stimulation their labia on their left side hurt so pt had to stop. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Other relevant device(s) are 3889-28, lot#: va1swnw, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had 3-4 accidentslast month (month confirmed). Patient is concerned as she said that the wire has moved about 6 months ago (year confirmed), and it is right above the coccyx bone and wondering if that is causing the return of symptoms, said that she does not feel stimulation anymore when asked, patient said she hasn't had any falls or trauma..patient said that the site where the wire was is now sore. Patient said that she contacted hcp office. Patient hasn't made any adjustments to settings. With instruction, patient made an adjustment. Patient to monitor symptoms until she has an appointment with hcp. Additional information was received and patient had difficulty connecting to device with antenna attached to 3037, however was able to connect right away without antenna. Replacement form sent to repair for antenna replacement.